Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a diffused and severely calcified lesion in the lad with spontaneous dissection but the stent could not pass and dislodged, one sprinter legend balloon also failed to cross the same lesion. Doctor did coronary angiography again; it showed timi 3 in lad. The patient felt better and back to ward. Evaluation summary: the distal tip was flared indicating that it may have been stubbed. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ diffused and severe calcification. Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ diffused and severe calcification. Inherent risk of procedure ¿ (stent dislodgement). (B)(4).